Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is plausible, however, that patient condition contributed to the event as evidence is available to suggest this. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during the pulmonary angiography, the polyethylene angiographic catheter was advanced through the right atrium (ra) via the right femoral vein. After a tip-deflecting wire was used to aid the catheter with advancement into the right ventricle (rv) outflow tract, the patient experienced short runs of ventricular tachycardia and anterior chest discomfort. To avoid further ectopy, the physician attempted to withdraw the pigtail of the catheter into the ra. The catheter would not retract though the tricuspid valve (tv), and remained fixed in the rv. A guide wire was placed, and the pigtail was able to be straightened without difficulty. Although the guide wire was easily advanced into the main pulmonary artery, the catheter was unable to be moved. Following several attempts to remove the catheter, it was left in place and connected to a heparin infusion. Electrocardiography (ECG) demonstrated no acute changes and although the ECG showed the pigtail of the catheter within the rv below the tv leaflets, no tricuspid insufficiency was observed. The following day, the patient was taken to the operating room for coronary artery bypass grafting, removal of the catheter, and insertion of another manufacturer's inferior vena cava (ivc) filter. During right cardiotomy, a length of catheter distal to the catheter's pigtail was observed to be tightly entwined within the chordae tendineae of the septal leaflet of the tv with avulsion of a least one chorda. The patient had a satisfactory postoperative course without evidence of tricuspid insufficiency.